Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. The patient was being treated for peritonitis prior to death, which had not resolved. The cause of death was heart failure and cardiac arrest. The patient had restrictive resusitation measures in place. Pd therapy was not being performed at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Internal & external visual inspections performed per baxter product analysis laboratory (pal) revealed no problems. There was no evidence of fluid or moisture found within the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was originally manufactured on an unspecified date in 1998. A review of the device history record and event history log revealed no failure, malfunction or iipv (increased intraperitoneal volume) event that could have caused or contributed to the reported issue. The device was received and evaluated by baxter product analysis laboratory (pal). The device passed both the homechoice (hc) rite (returned instrument test evaluation) electrical test and the hc rite functional test and was determined to meet performance specification requirements. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the home patient passing away. The cause was undetermined. The service history review will not be since the device was serviced more than one year ago. Should additional relevant information become available, a supplemental report will be submitted.